Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. Reportedly, the programming was slow on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any activities out of normal use. The pump powered up and functioned properly. No tactile issue was observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were completed and recorded properly. The meter remote paired with the pump and functioned correctly. The reported ¿slow programming¿ issue was not verified in the black box or duplicated in the investigation. Unrelated to the reported issue, the display was found to be dim and discolored.

Manufacturer narrative:
Follow-up #1 - submission date (B)(4) 2014; the report date was originally stated as (B)(4) 2014.